Event description:
It was alleged by the customer that they have seen patients develop pressure ulcers while using an isoflex mattress. However, as the customer stated they did not record any serial numbers for the reported pressure ulcers found on their isoflex mattresses, it is not known if this mattress is alleged to have caused or contributed to a pressure ulcer development.

Manufacturer narrative:
Customer provided with a new mattress.